Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right atrial (ra) lead a atrial unipolar lead impedance warning occurred. Ra lead measurements approximately seven days later were within acceptable range. The ra lead remains in use. No patient complications have been reported as a result of this event.